Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced higher than expected blood glucose (bg) multiple times. Tandem customer technical support (cts) confirmed that the customer is not doing the air removal technique properly with the cartridge. Cts informed the customer on how to properly do the air removal technique. Customer's blood glucose level was between 150-200 mg/dl. Reportedly a cartridge change was performed resolving the issue.